Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for unexpected restart. Customer¿s blood glucose was 210 mg/dl. Customer was able to rewind the insulin pump and was able to clear the alarm. Alarm occurred shortly after inserting a new battery. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted.